Event description:
It was reported that during a veterinarian procedure on an unknown date, the needle pulled off of the suture during dispensing. There was no adverse consequence to the animal.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.